Event description:
It was reported that the patient underwent an ion lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target lesion measured 1.7 centimeters (cm) in size and was located in the superior segment of the right lower lobe. The lesion was described as having a "ground glass opacity." The location of the target made it difficult to confirm via radial endobronchial ultrasound. Post-procedurally, the patient complained of a burning sensation. A moderate size pneumothorax was detected so a chest tube was placed which resolved the issue. The patient was subsequently sent home the next day. The physician reported that the pneumothorax was procedure related and it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
The system logs are not available for review.